Event description:
I am reporting significant clinical complications following the permanent implantation of a nevro ipg3000. Although the initial trial was successful and a previous lead infection was resolved in late march, the permanent device is now causing me physical distress and secondary neuropathic pain. The ipg pocket has a purulent inflammation (pus) and I believe hyperthermia, which I´m currently being treated with antibiotics. I am experiencing aberrant electrical discharges in my back, and my physician has confirmed that the leads are mechanically entangled. Despite these hardware malfunctions and the risk of infection, nevro has been nonresponsive. This has also been reported to my physician in germany. What are the chances of these side effects happening to someone? What should I expect moving forward.